Manufacturer narrative:
On (B)(6) 2015: during follow up with tandem technical support, the customer stated their blood glucose levels had came down. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently requested and delivered a 20 unit bolus instead of a 2 unit bolus. The reported issue did not impact the customer's blood glucose level.